Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020 and (B)(6) 2020. Model# and catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. The device was not returned for analysis. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). Follow up attempts were made to gather additional information from the customer, but no information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer account reported of an unhappy bilateral symfony patient who had the intraocular lenses (iols) implanted in (B)(6) 2020. The patient¿s distance is great as well as intermediate, however, he¿s extremely unhappy with near. He¿s j10 oculus uterque (ou) and uses +2.25 for near. The lens was exchanged in a secondary procedure on the non-dominant eye. The patient outcome is not reported. No further information was provided.